Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two 380cc mentor smooth round high profile saline breast implants has experienced left sided wound infection and bilateral sagging of the breasts. The patient stated that it¿s like a green puss that comes out on the left side or underneath one of the breasts like a round circle scar and closes and it comes back but heals. The patient breasts are both sagging and she is not sure if it¿s because of her wearing a metal bra. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).